Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a network error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station displayed the 'disconnected mode' icon on the screen. A field service engineer (fse) attempted to reimage the station using a new hard drive, which initially loaded windows and rebooted, but then failed to detect the drive. After multiple reboots and a replacement serial advanced technology attachment (sata) cable did not resolve the issue. Eventually, the original hard drive was reinstalled, and the station booted up successfully and will return with a new drive to retry. The system functioned as intended after the field service engineer repaired the device.